Event description:
The customer reported being hospitalized for high blood glucose levels. The customer had experienced high blood glucose levels and excessive thirst prior to being hospitalized. The customer did not change the infusion set to attempt to solve the problem. Troubleshooting was performed, and the insulin pump was programmed correctly. Found that the customer was not using the bolus wizard correctly. Also found that the customer was re-using supplies and getting infections at the insertion sites. The insulin pump passed the prime and high pressure tests. Advised that the supplies should never be re-used and should only be used for two to three days. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.